Manufacturer narrative:
Investigation summary: bd received 80 samples for investigation. The samples were evaluated by visual examination and the indicated failure mode for damaged hub with the incident lot was observed. Examination of samples revealed melted hub gate. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality non-conformances during manufacturing of the product.

Event description:
It was reported that prior to use with bd vacutainer® precisionglide¿ multiple sample needle the hub was damaged. The following information was provided by the initial reporter: damaged hub.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported that prior to use with bd vacutainer® precisionglide¿ multiple sample needle the hub was damaged. The following information was provided by the initial reporter: damaged hub